Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the pump failed the accuracy test with a flow value of -7.5% on both channel a and channel b. The specification of this device is +/-5% a corrective and preventative action has been initiated.

Event description:
During service by a baxter technician, the device failed accuracy test with underdelivery. Per the service shop the hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.